Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted.

Event description:
Revision surgery scheduled for unknown reasons.

Manufacturer narrative:
An event regarding alleged "rescheduling of surgery" involving an unknown implant knee was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were received for review. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusion : the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision surgery scheduled for unknown reasons. Update: it is alleged a knee revision surgery was rescheduled due to lack of supply of polyurethane which cause an inconvenience for patient. Update as per patient 5/4/17: patient is scheduled to have right knee revision on (B)(6).